Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to deploy a ruby coil into the target vessel using a non-penumbra microcatheter, the physician determined that the ruby coil would not fit the target vessel and decided to remove it. While attempting to re-sheath the ruby coil after removal, the ruby coil introducer sheath would not go forward or backward and could not be pushed any further. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.